Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported accidental exposure to the binaxnow covid-19 antigen self-test reagent on (B)(6) 2022. Per the consumer, she added the reagent to the test card, inserted the swab into the test card, and then proceeded to remove the swab from the card and swab her nostril. The consumer was advised to flush her nostril with water and seek medical attention if any discomfort or irritation occurred. There was no reported patient impact.

Manufacturer narrative:
A product deficiency was not reported or found. Technical service provided the safety data sheet and advised the consumer to contact their health provider if any irritation occurred. A supplemental report will be provided if any additional information is obtained. The reported health status is anticipated in nature and severity for binaxnow covid-19 ag card risk documentation. H3 other text : device discarded, single use device.

Event description:
The consumer reported accidental exposure to the binaxnow covid-19 antigen self-test reagent on (B)(6) 2022. Per the consumer, she added the reagent to the test card, inserted the swab into the test card, and then proceeded to remove the swab from the card and swab her nostril. The consumer was advised to flush her nostril with water and seek medical attention if any discomfort or irritation occurred. There was no reported patient impact.